Event description:
It was reported to philips that the system was unable to produce x-rays due to a low disc space alert. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary treatment was aborted and completed in another room. A philips field service engineer visited the onsite and identified that the footswitch was defective. The fse replaced wired footswitch and returned to philips for further analysis. The analysis identifies that all anti-slip rubber components were missing, and the footswitch was unresponsive when the exposure pedal was pressed. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.